Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 595 mg/dl at the time of incident. Customer stated they had high blood glucose because of ifb. Customer stated that insulin pump had insulin flow blockage twice had even change insulin flow blocked alarm. Customer stated the insulin exited. Customer stated the cannula was not bent. Customer stated they hit all the buttons delivers insulin after 5 minutes ifb alarm. The device will not be returned for analysis.